Event description:
It was reported that pump experienced malfunction with code 16, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump and continued to use it with backup therapy available if needed, while technical support arranged replacement pump under warranty.